Manufacturer narrative:
(B)(4). The device investigation report is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple is caught in the skin of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box,lot # 73f1600202 was manufactured on 06/13/2016. A total of (B)(4) pieces. Lot was released on 06/16/2016. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appeared typical. The staples appear properly aligned. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple did not form in the stapler and would not drop or release. The staple was manually removed from the stapler. While removing the stuck staple another staple fell out. Two more attempts were made to fire a staple. The staples were able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to other remarks: have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned complaint sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made to fire a staple and the staple would not release in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "the staple is caught in the skin" was confirmed based upon the sample received. Initially, the staples were able to properly load and close in the stapler, but were unable to release from the stapler. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler. Upon engaging the trigger, the staple formed and successfully released. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective as the remaining staples in the sample were all able to properly form and release from the device. Therefore, it could not be determined what caused staples to initially be unable to release. The stapler was returned with 31 staples left in the cartridge indicating that the stapler was fired at least 4 times by the end user. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the staple is caught in the skin of the patient. The patient's condition was reported as fine.